Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: they were putting the mesh down the balloon trocar and the rubber valve was taken down into the cannula and into the cavity. No pt injury was reported. No additional info available at this time.